Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was difficulty in closing 3 clam shells from the same lot. As the device was being assembled, the shells would not fully close on the handle. A slight gap could be observed and the handle would not recognize the shells. Another shell was used. There was no patient involvement.